Manufacturer narrative:
H.6. Investigation summary: DHR: the lot number was built / packaged on nfa #1 from (april 28, 2018 thru may 3, 2018. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans and all passed per specifications. No quality notification were initiated during the build of this lot number. Received 1 used 20ga nexiva unit (catheter-adapter extension set) along with a piece of top web (packaging) from lot number 8117509. The extension tubing was disconnected from the port of the winged adapter. Traces of adhesive residue were present on the outer rim of the wing adapter port. No traces of adhesive were observed on the extension tubing. Probable root cause-manufacturing conclusion(s): the manufacturing department identified the issue and took immediate corrective action on (B)(6) 2018 by upgrading the vision system on both production lines to be able to detect adhesive that was not in the correct location. Holders for the adhesive dispense tips were added to the machine on (B)(6) 2018 to better protect the tips from damage and becoming misaligned. CAPA 684099 has been initiated to further investigate this issue.

Event description:
It was reported that the tip of the bd nexiva single port 20ga 1.00in (1.1 mm x 25 mm) exploded from the tubing when flushed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tip of the bd nexiva single port 20ga 1.00in (1.1 mm x 25 mm) exploded from the tubing when flushed.